Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional information: breakdown of 1 event is as follow: unknown - inserter problem, iol torn. Investigation for this event is pending. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. The event was related to lens damage caused by inserter. There were no patient injuries reported associated to the event.